Manufacturer narrative:
The esus that were possibly involved in the events were thoroughly inspected/tested. A technical safety check was performed on each of the generators. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the devices. The return electrodes were not made available for an evaluation (note: they were discarded.). Nevertheless, two (2) return electrodes from the same lot number were examined. Neither the visual inspection nor the functional test (adhesive behavior and electrical conductivity) revealed any abnormalities. In conclusion, no equipment or accessory problem was found that would have caused or contributed to the incidents. Based upon the provided information, it appears that the lesions were caused by an allergic reaction or an irritation from removing the return electrode. However, no conclusive determination could be made as to the cause of the events. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that respectively two (2) erbe return electrodes (also called a pad or neutral electrode) were involved in patient incidents during an "abrasion" procedure for both patients on the same day (note: the other patient was female and 50 years old). The accessories were used with an electrosurgical unit (esu/generator, model vio 300 d, part number (p/n) 10140-000 or 10140-100, serial numbers (B)(6). Setting information of the esu(s) was not provided. However, it was reported that a single use return electrode from the lot had been placed on each of the patient's left hip. Upon each of the procedures, there was a skin lesion below the return electrode. A photograph of one of the lesions shows extensive redness with blurred edges and a central whitish area. A wound dressing with lomatuell was applied.